Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port after filling. The device was filled with a solution of fentanyl citrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A leak test was subsequently performed on the sample by filling it with dextrose then monitoring it for 24 hours. During and after filling, no signs of leak were noted on the sample. After the 24-hour leak-monitoring period, no signs of leak were noted anywhere on the sample. Also, no signs of particulate matter were found under the checkband. Based on the findings, the device performed as expected. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.